Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/25/2015. The fse found that check valve cv350 had failed and was causing the mean corpuscular hemoglobin concentration (mchc) to run high. The fse replaced check valve cv350, which repaired the high mchc. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the unicel dxh 800 cellular analysis system mean corpuscular hemoglobin concentration (mchc) was running high. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.